Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. Device analysis noted the coil on the distal end of the guide wire was unraveled and tangled up. There was no other damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a guidewire was stuck in the lesion and fractured. The chronic totally occluded target lesion was located in a moderately tortuous and severely calcified right coronary artery (rca). A 185cm stingray guide wire was used to advance through a stingray catheter. During the procedure, it was noted that the guide wire became stuck in the vessel. The guide wire was then removed from the patient's body; however, it was observed that the guide wire unraveled and was fractured. The physician attempted to continue the procedure; however, due to time contrast and radiation, the physician opted to abort the case. There were no further patient complications reported and the patient's condition was fine.